Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the lot number was not provided. Based on the video provided, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during connecting the syringe to the co-pilot pressure created by excessive fluid in the syringe prevented the syringe to properly connect to the co-pilot in conjunction with the syringe not being fully tightened onto the co-pilot; thus resulting in the reported loose/intermittent connection. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery. A copilot had a poor connection with a non-abbott syringe during the procedure. An unspecified device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.